Event description:
A customer reported via phone call indicating that they experienced low blood glucose levels of 20 mg/dl. The customer was hospitalized on (B)(6) 2015 where they were treated with IV fluid and juice. The customer stated that they exercised for 3 to 4 days and went to sleep on day while reading a book until they were woken up by their spouse informing them that they had low blood glucose. It is unknown if the insulin pump had anything to do with the hospitalization. The customer did not return the product back for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.